Manufacturer narrative:
This report is submitted on july 11, 2018.

Event description:
It was reported that the patient experienced an infection at the implant site. Subsequently, the patient was hospitalized (date not reported) and IV antibiotics were administered. Following treatment, the patient's symptoms had reportedly resolved and the implanted device remains. It was also reported that the patient developed otitis media and was administered antibiotics for 10 days.